Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient was admitted into the hospital because her husband said she was feeling ill a few days before. She was walking fine but was in a wheelchair and couldn't move to get to the bathroom. She was feeling run down and dehydrated. She was having diarrhea and was refusing to eat meals. The husband changed the patient's pod but the hospital administered the bolus'. Patient's husband said she has been taking antibiotics, including metformin for diabetes, "repedifol" (sp) for restless leg syndrome, and restatin for high blood pressure and cholesterol. Customer went to hospital due to pain from kidney stones and also due to dehydration. No bg levels mentioned during the call nor was there any diabetic related issues. Pod was on but not being used for anything but basal insulin.